Manufacturer narrative:
Navilyst medical's distributor in (B)(6) has made repeated attempts to contact the (B)(6) assistant chief of operations, dr (B)(6), regarding this issue. Dr (B)(6) has indicated, however, that she "is not currently prepared to contribute to any contact between the dept of oncology in (B)(6) and navilyst experts," pending investigation by the national board of health and welfare and the (B)(4). The purpose of the contact is to coordinate communication between dr (B)(6) and navilyst medical's physician medical director, dr (B)(6) regarding obtaining further event info, pt condition, and sample status. A supplemental medwatch will be submitted upon completion of the investigation. (B)(4).

Event description:
As reported by navilyst medical's distributor in (B)(6), the (B)(6) hospital system began placing navilyst medical xcela with pasv PICC devices in early (B)(6) 2011. Previously, bard groshong piccs were used. Since then, the hosp in (B)(6) has experienced an increase in deep vein thrombosis (dvt) occurring primarily in oncology/gynecology pts. The piccs were placed with ultrasound guidance and medication was used for dvt treatment. Although oncology pts are predisposed to dvt, the dvt frequency rate with the bard catheter was 3-5%. The current frequency is 10.8% (20 thromboses per 185 inserted xcela with pasv PICC). Counting only gynecological pts, the frequency rate is 28%. Excluding gynecological pts, the rate is 7%. The (B)(6) hospitals are not experiencing the issue of increased rate of dvt occurrences when placing xcela with pasv PICC.